Manufacturer narrative:
Evaluation was not possible, as the device is not being returned. Review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
After a shoulder arthroscopy utilizing the twinfix ultra ha, it was reported the patient was suffering from pain, so a revision surgery was performed. It was reported the anchor had come out of its place. Patient's actual condition is okay.